Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. E.1. Address was not located and il was used. G.1. Franklin lakes has been listed as the manufacturer. Investigation results: material/lot unknown; no sample. Full investigation could not be performed. No root cause. Complaint will be re-opened if any additional information is provided. This complaint type will continue to be trended within the post market surveillance process and any determined escalation will be managed there.

Event description:
Materials: unknown batch#: unknown it was reported that the bd syringe had leakage. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached nurse from medical doctor office reports there was a leak in the syringe and they didn't know until they were about to inject medication. Unknown date of malfunction. Lot number and expiration date are unknown. Unknown if product is available for return. No further information provided. No adverse events reported. Frequency: after reconstitution with supplied diluent, inject 0.58 mg into the intralesional plate twice, 1-3 days apart every 6 weeks. It can repeat up to 4 cycles. Discard the rest. Reported to (B)(6) by: health professional.